Event description:
The customer reported the sensor's needle hub getting stuck inside her serter, and thought there was something stuck in the serter. Customer was assisted in removing the needle hub from the serter. Customer stated that her sensors gave her sensor errors, calibration errors, and change sensor alerts. The sensor that malfunctioned was in use for a day. Customer reported her blood glucose value being 500 mg/dl. Sensor is being replaced. Customer was assisted in use of sensors and calibrating them to the insulin pump. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor, unable to confirmed customer received sensor in said condition due to customer returning opened/used. Unable to confirm needle complaint due to customer did not returned insertion needle only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.